Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05682. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.